Event description:
The customer reported that the insulin pump had a blank display. The blood glucose level was not given. Prior to the event, the patient had jumped into a pool. The insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in a 50c oven for several days and no blank display was noted. The insulin pump was received with normal operating currents. However, moisture damage was found on the display board. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, and minor scratches on the display window.